Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens had an symmetrical vault (z-syndrome) and posterior capsule opacification was observed. Yag and lens reposition were performed but did not resolve the issue. Subsequently, the lens was exchanged on (B)(6) 2015. Vitrectomy was also performed. Reportedly, the patient's prognosis is ''good''. This information pertains to the patient's right eye. It is to be noted that the consumer also reported this event.